Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, broken reservoir - holes in reservoir.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated device information. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed two separations in the reservoir bladder. Testing revealed these to be sites of leakage. Partial separations were noted within abrasion on both cylinder exhaust tubes and inlet tube of the reservoir. Testing revealed these were not sites of leakage. No functional abnormalities are noted with the pump or either cylinder. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. In addition, polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. This device passed all specifications during production. While in-vivo material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.